Manufacturer narrative:
H6: investigation summary: this statement is to summarize findings regarding the complaint related to, catalog number 221174, plate middlebrook 7h10 deep fill 20 ea, batch number 1165124 for contamination. During manufacturing of material 221174, media is formulated using the dehydrated culture media (dcm) with usp purified water. Media is then processed through a high temperature short time sterilizer to remove bioburden and is aseptically dispensed directly into petri dishes. Personnel working in the filling area are required to wear full body jumpsuits, hoods, boots, masks and gloves. Dispensing and sleeving are completed within iso certified environment. The filled plates are cooled and immediately wrapped to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1165124 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1165124. Retention samples from batch 1165124 were not available for inspection.

Event description:
It was reported that while using bd bbl¿ middlebrook and cohn 7h10 agar deep fill bacterial contamination was observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: " customer problem: customer reporting contamination with 221174 plate".

Event description:
It was reported that while using bd bbl¿ middlebrook and cohn 7h10 agar deep fill bacterial contamination was observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: "customer problem: customer reporting contamination with 221174 plate".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.